Event description:
Patient reported the right side as "severe pain" and "painfully hard and looks abnormal due to capsular contracture," baker grade IV. Healthcare professional later reported right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: broken shell, underweight, wear abrasion, crease fold, part of the shell is missing. A microscopic analysis was performed which identify sharp edge and with non-penetrating nicks assessed as surgical impact opening. A dimension measurement in the shell was performed which identify the thickness within specification. Stress marks. Based on the device analysis the final assessment is: - a sharp edge opening with non-penetrating nicks assessed as surgical impact. -non-penetrating nicks.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 04/18/2016. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported the right side as "severe pain" and "painfully hard and looks abnormal due to capsular contracture," baker grade IV. Healthcare professional later reported right side rupture. Device has been explanted.